Event description:
This notification was opened for review due to an allegation the device was alarming for a high internal oxygen alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue.